Manufacturer narrative:
A philips clinical specialist (cs) went onsite to evaluate the device in question. The cs indicated during an evaluation of the system and the system features that the current operation of bed to bed is correct. The cs confirmed that the system will not have any sound for the alarm under this feature. Reporting address postal: (B)(6).

Event description:
Philips received a complaint on the patient information center ix system indicating that there is no sound when there are messages room- to- room is activated. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.